Manufacturer narrative:
The customer reported that the system had low vacuum during quadrant removal, and the tip was clogging easily. The company representative noted that the clogging issue was resolved by replacing the tip. The system was manufactured on february 7, 2011. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. No phaco tip was returned for evaluation. Therefore, the condition of the product could not be verified. No lot number was provided, a lot history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Threads are inspected to insure they conform to specification. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the quadrant phase vacuum was low and the tip was clogging. The tip was exchanged and the procedure was completed without harm to the patient.